Manufacturer narrative:
D10 concomitant product: cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot #a4f1792y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cesarean section procedure, the thread of the cl-923 polysorb* 2-0 vio 90cm gs21 suture broke as soon as it was sutured while being used to suture the uterus. The devices were used immediately after being opened and were not treated or hydrated prior to use. A continuous suturing technique was employed. Two sutures of the same product ID and lot were involved in the same case. A new suture was used to resolve the issue. There was no patient injury.